Event description:
It was reported that the foley catheter was inserted before the procedure. After the procedure, the surgical first assistant attempted to remove foley but only 6cc of water came out from the balloon. After multiple attempts by the nurse, staff, and resident, only 7cc was removed. The surgeon attempted to remove the remaining 3cc but no more came out. Surgeon removed the foley and the balloon was still partially inflated. Lot number of 14 french foley kit was ngjx4563. Per additional information received via email on 02jun2025, 14075 ¿ staff attempted to remove foley but only 6cc¿s of water came out of balloon. Multiple attempts by staff and md 7cc water taken out. Surgeon also attempted to remain remaining 3cc¿s but no more came out. Upon removal of catheter balloon was still partially inflated. 14french foley kit lot#: ngjx4563. 14082 ¿ due to several other instances of problems with foley removal. The doctor of medicine inflated 14f foley balloon prior to insertion and it would not deflate. The 14 french foley kit was (lot: ngjx4563). A new foley kit was obtained. 15922 ¿ prior to insertion balloon was inflated to check it and would not fully deflate. A new foley catheter was requested and used on patient. (Lot: ngjw3318) 8561 ¿ the foley catheter placed and removed during the surgery with zero output. They consult urology for guided placement. 11887 ¿ the foley catheter fell out. Upon testing the replacement there was a hole in the balloon. Another foley kit (3rd) as obtained and used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted before the procedure. After the procedure, the surgical first assistant attempted to remove foley but only 6cc of water came out from the balloon. After multiple attempts by the nurse, staff, and resident, only 7cc was removed. The surgeon attempted to remove the remaining 3cc but no more came out. Surgeon removed the foley and the balloon was still partially inflated. Lot number of 14 french foley kit was ngjx4563. Per additional information received via email on 02jun2025, (B)(6) ¿ staff attempted to remove foley but only 6cc¿s of water came out of balloon. Multiple attempts by staff and md 7cc water taken out. Surgeon also attempted to remain remaining 3cc¿s but no more came out. Upon removal of catheter balloon was still partially inflated. 14french foley kit lot#ngjx4563. (B)(6) ¿ due to several other instances of problems with foley removal. The doctor of medicine inflated 14f foley balloon prior to insertion and it would not deflate. The 14 french foley kit was (lot ngjx4563). A new foley kit was obtained. (B)(6) ¿ prior to insertion balloon was inflated to check it and would not fully deflate. A new foley catheter was requested and used on patient. (Lot ngjw3318) (B)(6) ¿ the foley catheter placed and removed during the surgery with zero output. They consult urology for guided placement. (B)(6) ¿ the foley catheter fell out. Upon testing the replacement there was a hole in the balloon. Another foley kit (3rd) as obtained and used.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.